Manufacturer narrative:
Evaluation results: inherent risk of procedure ( stent deformation). Patient condition affected effectiveness of the device (lesion morphology - 95% stenosis). Deformation problem (stent deformed). Evaluation conclusions: known inherent risk of a procedure ( stent deformation). Device failure related to patient condition (lesion morphology - 95% stenosis). (B)(4).

Event description:
The physician attempted to use an endeavor resolute rx drug-eluting stent to treat a lesion with 95% stenosis located in the left coronary artery. The lesion was pre-dilated but the device could not pass the lesion. The physician used another device to complete the surgery. No reported patient complications. Evaluation summary: the device was returned for analysis. The stent was positioned between the marker bands as per specifications. The first distal stent segment was flared. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).